Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for a normal generator replacement procedure. During the procedure, externalized conductors were observed on the patient's right ventricular lead. The physician capped and replaced the right ventricular lead during the same procedure. The patient was stable throughout.